Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced high pacing thresholds and electrical noise on the rate sensing/pacing portion of the lead. An invasive procedure was performed and a new rate sensing lead was implanted. The rate sensing portion of the transvenous defibrillation lead was capped and the "high voltage" portion of the lead remains active. No further information is available at this time. ICD and lead were implanted: 12/06/95 (implanted 9 months)